Manufacturer narrative:
Date of event: estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x60 mm armada percutaneous transluminal angioplasty (pta) catheter ruptured. Another abbott balloon was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.